Event description:
Pt treated for wrinkles developed an infection on her forehead. Treated with omicef topical antibiotic.

Manufacturer narrative:
The portrait psr does not contact the pt during use. Labeling states that following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressing and antibiotic ointments/creams, may be used at the discretion of the physician.